Event description:
A malfunction was reported on a customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction happens again.